Event description:
It was reported the patient presented with a free perforation in the mid left anterior descending coronary artery. To treat the perforation, a 3.5 x 16 jostent graftmaster covered stent system was advanced and deployed at 12 atmospheres held for 8 seconds at the perforation site without issue. The jostent graftmaster covered stent failed to completely seal the perforation and bleeding persisted and caused ischemia. The patient was transferred to coronary artery bypass graft (CABG) surgery to treat the vessel. The vessel was treated via CABG at another hospital site. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.